Manufacturer narrative:
During the investigation, the field service engineer inspected the analyzer and found the peristaltic head tubing (rohs) required replacement. A review of the architect serial (B)(4) service history did not find any additional instrument likely causes. A review of tracking and trending data for the peristaltic head tubing and the architect c8000 analyzer did not identify any trends. The erratic result rate was noted to be below the upper control limit. Manufacturing documentation was reviewed and contains adequate information on patient result flagging, requirements for handling specimens, limitations of result interpretation, maintenance, component replacement, error codes, and troubleshooting of the customer issue. Based on the investigation, no systemic issue or deficiency was identified for the architect c8000 analyzer.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed ict imprecision the architect c8000 system. No adverse impact to patient management was reported. Sample ID (B)(6). Sodium: >200, 137, 140 mmol/l. Potassium: 6.6, 4.5, 4.6 mmol/l. Chloride: >150, 101, 104 mmol/l. Sample ID (B)(6). Sodium: 167, 137, 136 mmol/l. Potassium: 4.9, 4.1 mmol/l. Chloride: 129, 105, 104 mmol/l.